Event description:
On (B)(6) 2005, the pt had a tha with stryker trident ceramic-on-ceramic alumina system. The hip was seated well and recovery went very fast. There was no noise for just over 6 years. Then squeaking more irritating dry grinding sounds when in a flexed position. This became daily with only a couple of times when the pt was upright and pivoting on the leg with the tha.

Manufacturer narrative:
Additional info will be requested and if received, will be provided in a supplemental report.